Manufacturer narrative:
(B)(4). We received one used (filled with approx. 10 ml) easypump ii lt 125-25-s without packaging. The received sample was visually examined. Damages or manufacturing faults were not detected. In as-received condition the white clamp was closed and the patient connector was closed with a combi stopper (the original wing cap was not handed over by the customer). Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally a functional test respectively a leak test was carried out on the sample. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected on the sample. A blocked sample (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((b))(4)): remaining infusion in the pump.